Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was available for further evaluation. Without the actual device, a thorough investigation was unable to be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved was confirmed not to be available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during priming the product leaked taxol through the red air vent at the top of the drip chamber. No injury reported.